Event description:
It was reported that during the end of a lithotripsy procedure, using between 600-1,000 joules the distal tip of the surgical fiber broke. On inspection, the distal portion of the fiber was observed to be blackened. It is unclear if the tip broke inside of the patient or if it was retrieved. Patient outcome: "no known adverse patient outcome." No further information was available.